Event description:
It was reported that during an atrial fibrillation ablation procedure, the catheter was difficult to remove. The spiral catheter was inserted and used for diagnostic purposes for mapping pulmonary vein potentials. After 3 hours of use, the catheter was manipulated so that the deflection mechanism was engaged and the radius of the catheter was at minimum. During manipulation and attempting to disengage the deflection mechanism, the catheter would not return to the neutral position. The catheter was then unable to be withdrawn into the transseptal sheath (sl1 8.5f). The sheath was withdrawn into the right atrium and the spiral catheter was slowly pulled against the septum in an attempt to straighten out the distal portion. This maneuver allowed the catheter to return to the neutral position and it was withdrawn through the long sheath. The catheter was replaced with a new version of the same catheter. There were no reported adverse events to the pt.

Manufacturer narrative:
One 7f reflexion spiral catheter was received for evaluation. Visual inspection revealed a bend in the gray shaft located 600 inches proximal from the spiral/shaft bond. The catheter was able to deflect the distal end; however, the correct shape could not be produced because of the bend. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. The root cause classification is consistent with operational context as device performance was limited due to anatomical/procedural factors.